Event description:
On (B)(6)/2009, the patient reported that he received an e10 (cartridge) error on the infusion device while attempting to retract the piston rod. He stated that it appeared as though the piston rod was stuck. The battery had been in use for approximately 3 days. He removed and reinserted the battery with the same results. He inserted a new battery and attempted to retract the piston rod with the same results. He stated that it sounded like the infusion device was making a "clicking" noise. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.